Event description:
Reportedly, the instrument was fired during an operation but it did not place a correct anastomosis, the tissue was not cut correctly. The surgeon had to remove the "head" of the instrument separately and had to create the anastomosis by hand. Procedure: unk.